Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon device follow up, an x-ray confirmed that the left ventricular lead was dislodged. Initial plan was to reposition the lead but the physician did not think that the location was stable. The physician opted to change the lead. This lead was explanted and replaced. No adverse patient effects were reported.